Event description:
It was reported that the burr became stuck in the lesion. A rotablator burr was selected for use in the severely calcified lesion. During the procedure, it was noted that the burr became stuck in the lesion and could no longer be used. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.